Manufacturer narrative:
The user reported missing low glucose alarm. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone with ios operating system version 17.2.1 with app version 21027677 . The low glucose alarms did not sound, and the customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness, seizure, and was unable to self-treat. The customer was seen by a healthcare professional (hcp) who diagnosed them with hypoglycemia and administered unspecified fluids for treatment and ¿insulin IV.¿ no further treatment or medication was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(B)(6) has been returned and investigated. The sensor plug was seated and no issue was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The sensor was activated with known good reader, linearity test was performed, and the low glucose alarm was successfully activated. No malfunction or product deficiency has been identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device with an unspecified iphone with ios version 17.2.1 operating system. The low glucose alarms did not sound, and the customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness, seizure, and was unable to self-treat. The customer was seen by a healthcare professional (hcp) who diagnosed them with hypoglycemia and administered unspecified fluids for treatment and ¿insulin IV.¿ no further treatment or medication was reported. There was no report of death or permanent impairment associated with this event.